Manufacturer narrative:
It was originally stated in the initial medwatch that the customer had no similar events in the previous 12 months. The statement was incorrect and should say the customer has had similar events in the previous 12 months. The root cause of the previous issue was contamination of the water tank due to maintenance not being properly performed. The cause for this occurrence is still unknown, but the analyzers performance was verified by successful calibration, qc, and precision testing. The customer has had no further service visits nor customer calls recorded related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for ureal urea/bun. The customer provided the data for 3 patients, of which only one was a reportable malfunction. The initial ureal urea/bn result was 19 mg/dl. The repeat result was 64 mg/dl. The repeat result is deemed to be correct. The initial result was reported outside of the laboratory and a corrected report had to be issued. There was no allegation of any adverse events. The ureal urea/bun reagent lot number is 19683601 with and expiration date of 31-aug-2017. The sample was processed by a modular pre-analytics system. The field engineering specialist was unable to determine a cause for the malfunction. He checked the overall system operation and no problems were found. He adjusted the gear pump pressure and cleaned the cell rinse nozzle retainers. Calibration, qc, and a precision run of bun and cholesterol was run all which passed. The customer has had no similar events in the previous 12 months.